Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if the needle broke or if the needle separated from the suture. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient, the needle broke on suture end of needle. The needle was not retained in patient. Lot was pulled from use. There were no patient consequences reported. Additional information was requested.